Event description:
It was reported that the label with the lot number and expiration date was not at the usual place on the product. It was located on the side of the plastic tray. Also, the lot number and expiration date info were placed in the incorrect fields on the label, having the expiration date entered in the lot field and the lot number info entered in the expiration date field. Four boxes of the cusa excel shear tip 36khz with lot number 186437 were affected. There was no pt contact or injury.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.